Event description:
It was reported this was a procedure to treat an in-stent restenosis of the mid distal left anterior descending (lad) artery. After an unknown stent was implanted, a perforation was observed. A 2.8x16mm graftmaster was then inserted and intentionally inflated to 9 atmospheres. However, the graftmaster was unable to be deployed as it was observed to be crimped onto the balloon. Also, the balloon was unable to deflate. Due to this, the device was removed. It was noted that during removal, resistance was felt with the graftmaster delivery system it's self. After the removal of the graftmaster delivery system the mid lad was totally occluded. The physician did not know if this was caused by the graftmaster. No additional devices were inserted and it was noted the perforation in the lad would seal up naturally due to the occlusion as no blood flow to the distal perforation would be provided. The patient is in a stable condition. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported activation failure including expansion failures and deflation problem were not confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a max pressure of 9 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is possible that the IFU deviation contributed to the reported event. Additionally, it was reported that during removal, resistance was felt with the graftmaster delivery system; however, the delivery system and guide catheter were not removed as a single unit. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states; should unusual resistance be felt at any time, either during access of the treatment area or during removal of the delivery system post-stent graft implantation, the delivery system and guiding catheter should be removed as a single unit. This must be done under direct visualization and fluoroscopy. It is unknown if the IFU deviation contributed to the reported event. The reported patient effect of occlusion, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.